Event description:
It was reported that patient had revision of left thr done in 2007. Alval/trunnionosis symptoms were seen when hip was opened. Femoral head was removed and corrosion was seen on the femoral neck and in the femoral head. Head and liner were replaced with universal sleeve +0 and a 36mm universal head and a trident 36mm 40 degree liner. (B)(6) 2014 rep confirmed that patient has unk accolade tmzf stem which wasn't revised, doctor only revised head and insert. Patient was implanted with universal v40 sleeve. No more information available as per hospital new revised policy.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade tmzf. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding allergy/reaction (alval) and possible corrosion involving an unknown accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: not performed as the device details are unknown. Complaint history review: not performed as the device details are unknown conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, pathology reports, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that patient had revision of left thr done in 2007. Alval/trunnionosis symptoms were seen when hip was opened. Femoral head was removed and corrosion was seen on the femoral neck and in the femoral head. Head and liner were replaced with universal sleeve +0 and a 36mm universal head and a trident 36mm 40 degree liner. On 11/25/14 rep confirmed that patient has unk accolade tmzf stem which wasn't revised, doctor only revised head and insert. Patient was implanted with universal v40 sleeve. No more information available as per hospital new revised policy.